Manufacturer narrative:
The report of a flickering user control panel was confirmed through evaluation of the autopulse platform (sn (B)(4)); the root cause was due to a damaged user control panel lcd. No other functional issue was observed on the platform during functional testing. The autopulse platform is a reusable device and was manufactured on 29 oct 2010. It has exceeded its expected service life of 5 years. As part of routine service during testing, the platform was examined and found no physical damage. After replacement of the user control panel lcd, the platform was further functionally tested and passed full specification. Historical records were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4))'s backlight is reportedly flickering. This issue was observed by the customer during routine check, no patient involvement. The reporter noted that although an issue with the user control panel was observed, the display is still readable. No other functional issue was reported. No patient was involved.